Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device sheath broke and shattered. Additional information was received on 01oct2019. The remaining lot of angio-seal devices were removed from the pyxis cabinet; and the lights have been off for over a month. The product was in pieces.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, to provide additional information in sections a and b3, to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product analysis. The carrier tube assembly was returned along with the sheath and locator. It was noticed that the shelf life of the returned device was expired upon receipt. Visual inspection revealed that there were no anomalies with the carrier tube assembly and locator. The remaining portion of the sheath was examined, and it shattered upon application of the minor force. No discoloration was observed on the sheath. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.